Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the alleged condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was the driveshaft and a malfunctioning motor, which were each replaced along with other components as part of preventive maintenance. The drill received a clean lube, and adjust, and was repaired and returned to the customer.